Event description:
It was reported that the patient's left mako knee was revised due to instability (surgeon reported implants were well fixed and positioned, the instability was related to the patient's soft tissues). A cr femur and cs insert were revised to a ps femur and insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs insert #2 11mm; cat# 5531g211; lot# lje370 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.